Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the bearing was failing on the craniotome device. It was reported that the event occurred during use on a patient. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the cutter device was unable to be inserted into the device. It was further observed that the device had a drilled neuro-tip leg and a drilled neuro-tip. During repair, it was observed that the bearings were worn out and loose, creating a situation where the cutter was not able to be inserted. That was because the bearings were no longer in axial alignment and not allowing the cutter to pass through. It was determined that the failure was caused by worn out bearings. It was further determined that the issue with the drilled leg was consistent with excessive side loading causing the cutter to flex and to come in contact with the leg of the neuro-tip. It was determined that the issue with the drilled neuro-tip was failure to follow the directions for use. When the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr did not seat properly in the locking chamber. The attachment was forced into position which placed the distal tip of the burr in compression. At that point, the tip of the burr was in direct contact with the neuro-tip of the attachment. When the drill was started, the burr drilled into or through the neuro-tip. The assignable root causes were determined to be due to user error (drilled neuro-tip leg and a drilled neuro-tip) and worn out bearings from normal use and servicing over time (cannot insert cutter). If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.